Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during implantation. The lens was imlanted and removed without pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility.